Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, (B)(4), product type: recharger. Analysis identified that the product ID: 37761((B)(4)) had a bent connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the recharger wasn't charging. Patient reported noticing the connector pin was bent. The patient also reported that they weren't feeling as much tingling and that's when they know they have to charge ins. Patient reported they checked ins and battery was low. No symptoms reported. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.